Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerglide pro catheter was returned for evaluation. An initial visual observation of the photograph showed the sample in a red biohazard bag. The distal tip of the catheter appears to be damaged; however, no details of this damage could be discerned from the returned photograph, and there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, placement of a midline post operation for bricker cystectcmie this day in the ICU. During insertion, puncture failure, attempted withdrawal resulting in anachage of the distal portion of the catheter over I cm left in the interstitial tissue. During insertion, puncture failure, attempted withdrawal resulting in anachage of the distal portion of the catheter over I cm left in the interstitial tissue. When the device was removed, the guide was angled at approximately 450. Plastic foreign body placed under sterile conditions left in the right humeral interstitial tissue. Patient informed of the situation and the non-serious nature of this adverse event. The patient will be contacted again within 6 months in order to follow up his treatment. No other information was provided.